Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor however, the motor passed motor test. No motor position encoder error alarm noted on the alarm history screen. No motion sensor test failure alarm. The currents are within specification. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept asking to rewind and alarming motor error. The insulin pump also alarmed motion sensor test failure and motor position encoder error. The customer was able to rewind the insulin pump. Customer's blood glucose level was 51 mmol/l. He treated his low blood glucose level with food. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.